Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the air noted in the hemostatic valve of the steerable guide catheter (sgc) which has the potential to cause or contribute to patient injury. It was reported that during the procedure, after the mitraclip had just exited the tip of the steerable guide catheter (sgc) into the left atrium, air was noted in the hemostatic valve of the sgc. Aspiration was performed to remove the air and the mitraclip was successfully deployed. No air entered the patient. The sgc was replaced and a second mitraclip was successfully implanted. Mitral regurgitation was reduced from 4 to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis, which identified a loose hemostatic valve (hv) resulting from a bond break. A review of the lot history record was conducted and found no exceptions associated with this lot during manufacturing. A review of the complaint handling database was performed and identified no complaints for loose rhv. An expanded review was conducted that identified an issue potentially related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.